Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a blank display. The audible alarms operated normally. The bmt reported there was no smoke, spark, or flame observed. The inverter board on the display assembly appeared fried. It was noted the component looked like it had gotten wet. The issue was noticed during power up of the machine. Upon follow-up, the bmt confirmed the display assembly appeared burnt. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 25,000 hours and the display assembly board was the original fresenius part on the machine. Per bmt the display assembly was replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the display assembly component was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) at a user facility reported a fresenius 2008t hemodialysis (hd) machine had a blank display. The audible alarms operated normally. The bmt reported there was no smoke, spark, or flame observed. The inverter board on the display assembly appeared fried. It was noted the component looked like it had gotten wet. The issue was noticed during power up of the machine. Upon follow-up, the bmt confirmed the display assembly appeared burnt. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 25,000 hours and the display assembly board was the original fresenius part on the machine. Per bmt the display assembly was replaced. The bmt reported the unit was returned to service at the user facility without reoccurrence of the event. The bmt reported that the display assembly component was available to be returned to the manufacturer for physical evaluation.